Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap / reservoir does not lock properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, broken reservoir tube lip, partially broken retainer, missing o-ring, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where broken reservoir tube lip, missing o-ring, partially broken retainer, and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack at the top of the pump. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Mmt-1715kr was requested and customer response was the device was been returned.